Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed a cut in the shaft and scratches with braid wire exposed. A force test was performed and the device was recognized and visualized correctly; however, error 105 and 106 were displayed on screen due to an open circuit at the tip area. Additionally, the device was dissected at the peek housing section and excessive adhesive application on the wires was observed. This failure mode could be related to the open circuit observed during the analysis; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The root cause for the adhesive condition is traced to the manufacturing process. The potential cause of the shaft damage could be related to the handling of the device after the procedure or during the shipping process; however, this cannot be conclusively determined. The potential cause of the magnetic sensor error could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Internal actions are being performed to optimize actions on devices with force sensor error and adhesive issues. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the issue cut in the shaft identified by bwi pal. Investigation findings: manufacturing process problem identified (c16) and assembly problem identified (c1601) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the excessive adhesive identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) and cause not established (d15) / component code: sensor (g03012) were selected as related to the open circuit at the tip area. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a cut in the shaft and scratches with braid wire exposed. It was initially reported by the customer there was a force sensor error. No force value and unable to make the zero. Disappeared when changing the catheter. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6)2025, the bwi pal revealed a cut in the shaft and scratches with braid wire exposed. These findings were reviewed and assessed the issue of a ¿cut¿ in the shaft an MDR reportable malfunction since the integrity of the device has been compromised.